Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented to the clinic for routine follow-up. Upon interrogation, the right ventricular lead exhibited loss of sensing and over sensing. Other electrical measurements were normal. A chest x-ray was performed and dislodgement was suspected. The device was reprogrammed.